Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen groshong nxt clearvue catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed a reddish-brown residue within the returned catheter. The catheter was flushed with a 12 ml syringe of water and a spraying leak was observed at the 35 cm depth marker. A microscopic observation revealed a rough, diagonal split in the catheter adjacent to the 35 cm depth marker. Additional damage was observed on the inner wall of the catheter suggesting the damage originated from within the catheter. The characteristics of the damage observed on and within the returned catheter suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ and ¿preflush catheter with sterile normal saline or heparinized saline to wet stylet.¿ a lot history review (lhr) of redq2080 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing and infiltrating catheter using normal saline following package opening, an operator found the catheter leaked liquids. This made the catheter unable to be used properly.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2080 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing and infiltrating catheter using normal saline following package opening, an operator found the catheter leaked liquids. This made the catheter unable to be used properly.